Event description:
A report has been received from a peritoneal dialysis pt. The pt has reported that he completed treatment and he had then noticed that the right side of the interface bubble was wet when he opened the door. As a result of this event, the pt received one dose of prophylactic antibiotics. The sample has been saved for an evaluation. There is no further report of any injury or ill effect as a result of this incident. The pt is able to continue peritoneal dialysis as ordered.